Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 18 mg/dl. The customer stated that since she was hospitalized, her blood glucose levels have been running high. Troubleshooting was performed and the insulin pump passed the prime and displacement tests. During the high pressure test, the insulin pump alarmed motor error. The customer was advised to revert to a backup plan until a replacement insulin pump could be delivered to her.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.